Event description:
The customer reported that her system would not boot up during a case. After multiple attempts, the case had to be completed with a different system. No patient injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate the no boot error. However, during physical inspection, it was noted that the lemo connector was very loose, possibly causing poor connection with the interconnect cable. He tightened the lemo connector and booted the system multiple times with no errors or boot issues. The system operates as intended.